Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low and high blood glucose. The customer went really high and got into diabetic ketoacidosis in one incident and was hospitalized again a month later due to low blood glucose. The customer stated they only wear the infusion set. It is unknown if the customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, scratched case, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).